Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for pre-dilatation. However, upon inflating the balloon within the specified pressure, the balloon ruptured. The procedure was not completed. No patient complications were reported.